Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced a retraction issue with the needle. The following information was provided by the initial reporter: the needle didn't retract properly. A few needle tip came out.

Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used insyte autoguard bc 20ga retracted needle/safety barrel assembly and needle cover; catalog number 381033, lot number 8020660. The stated lot number 8020660 was found not valid. Five photographs were also submitted. Through the visual/microscopic evaluation, the needle was retracted and the white button was depressed. The needle was then reassembled to the out position. Bd observed no mechanical/physical damage to any of the components (spring, needle hub, grips) or evidence of adhesive on the button or hub. A functional test was performed where the retraction was successful. The returned unit provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. The reported lot number 8020660; does not exist for material 381033. A DHR could not be performed as a result.

Event description:
It was reported that the 20g x 1.00in (1.1 x 25 mm) insyte autoguard bc experienced a retraction issue with the needle. The following information was provided by the initial reporter: the needle didn't retract properly. A few needle tip came out.